Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a low voltage alarm was not confirmed. The power module (serial number (B)(6) was not returned for analysis, and no log files were associated with the reported event. Available information indicates that the alarms resolved upon exchanging the power module and that further issues regarding the unit were not reproduced. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the power module, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur, including alarms associated with low voltage conditions. The heartmate 3 patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was having low voltage alarms when plugged into the power module (pm). They changed the patient cable but still had issues. The customer stated that the power module needed replacement. The cause of the low voltage alarms was unable to be identified. The alarms resolved, and the hospital biomedical engineer inspected the device and with no malfunctions or defects found.

Manufacturer narrative:
D4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.